Event description:
It was reported that the fiber was damaged. The procedure was completed with another of same device with no patient complications. The fiber was returned and analysis identified distorted light exiting the connector indicating there was an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the connector found that the light exiting the face was distorted indicating an internal connector fracture. The aim beam was fully emitted. During the microscopic analysis it was observed that the fiber tip was degraded. The console displayed a message that read: treatments used 0. Treatments left 10. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And: hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.